Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply: measurement was 0.104 ohm, specifications are 0.001 - 0.100 ohm. Failure occurred during evaluation, no patient was involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The product did not meet specification due to ground bond failure. Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.102 to 0.006 ohms when the screw was completely tightened. The assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. The door post will be scrapped. Device was sent to servicing. Baxter will continue to monitor similar reports to determine if further actions are required.